Event description:
This report was received from a physician who states a patient received a ceeon edge 911a, diopter 20.00 intraocular lens in 2003. The physician states the patient is experiencing a refractive error at this time. The ceeon edge 911a lens remains implanted at this time. Follow-up received aug03 indicating an investigation has been initiated regarding the ceeon edge 911a introcular lens mentioned in this report. Follow up received in aug03 from inital reporting phyiscian. He states the patient underwent an intraocular lens exchange due to the refractive error patient was experiencing with the ceeon edge 911a intraocular lens that was initially implanted in 2003. This case is upgraded to serious due to intervention requirement. No further information provided. From the available information a causality assessment cannot be done. The causality assessment will be done when the investigation results will be available.